Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
Inspection of the device found evidence of fluid ingress and corrosion on the pcb, mechanism rails, and commutator cap. Additionally, all three battery voltages were measured to be lower than expected. All attempts to download the data from the pod were unsuccessful. Inspection of the fluid path found the internal portion of the soft cannula to be torn, resulting in an internal fluid leak. This internal leak contributed to the corrosion observed, low battery voltages, and inability to download the pod data. Without the pod data, it could not be determined if the pod generated a hazard alarm or whether the internal leak contributed to the reported event. The exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.